Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer uses an energizer alkaline battery. Customer changed to a new battery but the button was still unresponsive. Customer had to discontinue pump use and was following their medical prescription for insulin shots until replacement arrives. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.